Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 40 months after the implantation, on (B)(6) 2016 this lead was capped and left in patient due to oversensing with shocks. The lead was explanted 2 years later.